Event description:
Per pt, her pump cadd ms3, serial number (B)(4), malfunctioned on (B)(6) 2017. Pump stated 0.6ml remaining; however, there was no medication remaining in pump. Pt noticed discrepancy due to wheezing. She switched to her backup pump and is receiving infusion without issue. Replacement pump is being sent and pt will return malfunctioning pump once replacement is received. Dose or amount: 47.8ng/kg/min, frequency: continuous, route: subcutaneous. Dates of use: (B)(6) 2014 to ongoing.